Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for evaluation. As received, the generator successfully powered on and no anomaly was observed. Sensory, motor, lesion, pulse and dosed modes were tested and the generator functioned as designed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received and the investigation performed, the cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a monopolar procedure, the system was reporting high impedances and was unable to deliver any power. All disposable devices were switched out but the issue persisted. The system was power cycled and turned back on, and when it returned to treatment the timer was reporting erratic times from 60-45-6 minutes. There were no adverse patient consequences. The case was abandoned due to these issues.